Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at 2 mm th rough a calcified sino-tubular junction. Echocardiogram revealed moderate paravalvular leak (pvl) between the coronary sinus and the inflow cage at the waist of the valve. A balloon aortic valvuloplasty (bav) was performed. The patient was transferred to the intensive care unit and then to cardiac stepdown. Chest pain occurred and an electrocardiogram (ECG) showed normal sinus rhythm. The patient used the valsalva maneuver on the toilet and became hypotensive and arrested. The patient was brought to the cardiac catheterization lab and an angiogram revealed the right coronary artery was occluded and the left coronary system was sluggish. The coronaries were unable to be selected for intervention and the patient expired. The physician reported possible dissection in the coronary sinus that may have worsened with the valsalva and caused the occlusion. The cause of the dissection was unknown. An autopsy was not performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by valve positioning, patient anatomy, or presence of pre-existing patient conditions. Based on the information provided, a conclusive cause could not be determined. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the hypotension was most likely attributed to the occluded/sluggish coronaries. The root cause of the cardiac arrest is unknown but may be attributable to a combination of the reported events and other predisposing factors. The angiography films submitted for review showed sluggish coronary flow at 80% valve deployment but there was coronary flow after post-dilatation. Echocardiography images were also submitted for review but did not confirm or deny the occlusion or dissection. Although the physician reported that the possible dissection in the coronary sinus may have worsened with the valsalva maneuver and caused the occlusion, the angiography and echocardiography films provided cannot confirm or deny the event. The cause of the coronary occlusion and reported dissection remains unknown. An official cause of death was not reported, therefore, a relationship between the valve and the death could not be established based on the information provided. This event does not indicate a device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.